Event description:
It was reported that the patient experienced sharp pain on both sides of their head after being exposed to a head MRI for about 2-3 minutes. It was unknown if the implantable neurostimulator (ins) had been checked for open or short circuits prior to the MRI, but the device was off during the procedure and remained off. It was noted that the MRI primary magnet strength was 1.5 tesla, the transmit/receive head coil was used, and the 0.1 watt/kilogram recommendation for specific absorption rate (sar) was followed. Additional information received the next day reported that the patient was admitted to the hospital due to ongoing headaches. It was then discovered that the patient had a vagus nerve stimulator (vns) implanted, which had not been reported to the MRI facility prior to the procedure. It was unknown if the vns was off at the time of the MRI. Telemetry showed the sar during the procedure was 0.001325 w/kg. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37642 serial# (B)(4); product typ programmer, patient product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; product typ extension product ID 3387s-40 lot# v291949 implanted: (B)(6) 2009 explanted: na; product typ lead. (B)(4).

Event description:
Additional information received reported the patient went to the emergency room (ER) due to a severe headache after a brain MRI. It was reported a head CT was performed in the ER on (B)(6) 2012, and the "cth" was negative for acute change. There was no problem with the patient's deep brain stimulation (dbs) device. It was noted the patient had a history of headaches and it was not believed the headache/incident was related to dbs. No patient injury was reported.